Manufacturer narrative:
H10: h2: additional information: b5: event description and h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection showed that two devices were returned in their original packaging with the batch number of the complaint on the labels. Device one: the t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the retaining tube. Device two: the t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the needle. A functional evaluation showed that both devices cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, a fast fix´s t2 implant fell off without being deployed, therefore t1 was removed from the patient´s meniscus using a probe and a grasper. Surgery resumed after a non-significant delay, with a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscal repair surgery, a fast fix´s t2 implant fell off without being deployed. Surgery resumed after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).